Manufacturer narrative:
On march 10, 2023, mentor became aware that the lot number was inadvertently omitted from the initial report. On march 13, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4) in the initial report, lot 6698869 should have been populated in the d4. Lot field.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old caucasian female patient underwent a primary breast augmentation surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture and a rupture of her right prosthesis, which was confirmed via magnetic resonance imaging. It was also reported that the patient experienced silicone nodules on the left side. As a result, the patient underwent removal and replacement with 300cc mentor memorygel breast implants on (B)(6) 2023. During the explant procedure, the patient¿s procedure was delayed by 30 minutes to remove the silicone nodules. This report is for the left implant. Refer to manufacturing report number 1645337-2023-02423 for the contralateral event.